Event description:
As reported, the catheter was successfully positioned without incident in the right carotid artery, when it was noted that the flow in the vessel was reduced. Upon further investigation, it was found out that there was a dissection of the right carotid artery.

Manufacturer narrative:
The product was not returned for analysis. Without the return of the product, the root cause of the problem report could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints with this lot.